Event description:
Customer called to report messages indicating frequent flags and low events on differential results from the coulter lh750 hematology analyzer. Customer stated that differentials were being affected on samples cycled in both automatic and manual modes. Customer also reported observing a drop of clear fluid on the left side of shear valve 85/126 each time the instrument cycled. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Customer stated that no erroneous flagged differential results were reported outside of the laboratory. Customer confirmed the automated differential results with a manual smear before reporting results outside of the laboratory, and considered the automated differential results to be correct. The fse (field service engineer) inspected the instrument and found that the leak was at the shear valve. The fse reset the tubing at the 3-way fitting to differential shear valve 85/126 to resolve the leak issue. There was no further evidence of leaking. The repairs were verified per established procedures, and the results met published performance specifications. The cause of the leak was loose tubing at differential shear valve 85/126.

Manufacturer narrative:
(B)(4).